Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) was completely black. The cns tower was still powered on, and they could hear alarms going in the background. They removed a video splitter attached to the main display and connected the screen directly to the tower. The screen then powered up and was displaying patient vitals. The customer later found they had a bad kvm, which was replaced to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns display went black due to a failed third party kvm. Upon removal of the kvm and proper set up of the cns, the patient monitoring display was restored. A possible cause of the issue is considered to be a failed third-party accessory connecting the cns display screen to the cns tower. Investigation determined the complaint did not involve a deficiency or failure of the nk product. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was completely black. The cns tower was still turned on, and they could hear alarms going in the background. They removed a video splitter attached to the main display and connected the screen directly to the tower and the screen powered up and displayed vitals. The customer later found that they had a bad kvm. However they are having issue setting the new kvm up with their cns. Ts gave them some instructions on how to set it up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was completely black. The cns tower was still turned on, and they could hear alarms going in the background. They removed a video splitter attached to the main display and connected the screen directly to the tower and the screen powered up and displayed vitals. The customer later found that they had a bad kvm. However they are having issue setting the new kvm up with their cns. Ts gave them some instructions on how to set it up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was completely black. The cns tower was still turned on, and they could hear alarms going in the background. They removed a video splitter attached to the main display and connected the screen directly to the tower and the screen powered up and displayed vitals. The customer later found that they had a bad kvm. However they are having issue setting the new kvm up with their cns. Ts gave them some instructions on how to set it up. No patient harm was reported.